Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The pump was in good condition. No apparent contamination. Syringe plunger not in place error was found in pump event history log. Reported problem was able to be duplicated during syringe test. The root cause of the reported issue was found to be incorrect assembly on timing plates by customer. Actions were taken to mitigate the reported issue: reassembly the timing plates. UDI information is unknown.

Event description:
It was reported that the device was presenting with syringe plunger error. No patient injury was reported.